Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) patient reported experiencing drain complications during treatment. The patient's caregiver stated the patient drained 978 of 2000 ml during drain 0 of 3. The caregiver also stated the patient performed a manual daytime exchange of 4600 ml. The 4600 ml daytime manual exchange equates to an increased intra-peritoneal volume (iipv) of 230%. The patient experienced abdominal pain/discomfort as a result of the iipv event and was subsequently disconnected from the cycler and taken to the e.r. The patient was hospitalized from (B)(6) 2013, for observation and removal of excess peritoneal fluid. Medical records have been rec's and the patient's report is currently being investigated. Fill 4: 200; drain: 4600 (manual). The patient has since resumed treatment on the cycler and able to complete treatments with no add'l complications.

Manufacturer narrative:
This report is currently under investigation. As add'l info is rec'd, a supplemental report will be issued.